Manufacturer narrative:
MDR 1219913-2020-00691 was filed on january 4, 2021. Additional information january 14, 2021: at the time of the initial filing, it was unknown if the instrument was serviced by a third party. Section d8 has been udated to show that the instrument was not serviced by a third party. The customer confirmed that the sample type was serum. The result of 1835.5 u/ml was obtained from an automatic 1:5 dilution on the system. The following studies were performed at the customer's site to further investigate the sample: the sample was manually diluted and the following results were obtained: 1:2 = 485.7 u/ml, 1:4 = 395.9 u/ml, 1:8 = 312 u/ml. The customer froze the sample and then the sample was tested with nabt/hbt and the following results were obtained: hbt = 1920 u/ml. Nabt = 1858 u/m.l there is no sample left for additional testing. Siemens continues to investigate.

Manufacturer narrative:
The customer reported discordant results between reagent lots for one patient sample usting the atellica im atg assay. Siemens is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
Discordant low, anti-thyroglobulin (atg) patient sample results were obtained on one patient sample on an atellica im 1300 analyzer. The sample was repeated on the same analyzer with a different lot of reagent and a higher result was obtained. The repeat result was reported, as the corrected result, to the physician. The physician did not question the result. There are no known reports of patient intervention or adverse health consequences due to the discordant, atg results.

Manufacturer narrative:
MDR 1219913-2020-00691 was filed on (B)(6) 2021 and MDR supplemental 1 was filed on (B)(6) 2021. Additional information february 23, 2021. The customer complained they had discordant results on the atellica atg assay on one patient sample only. Internal testing could not be performed to determine if siemens could reproduce the customer's observation as the sample has been depleted. Without having the patient sample to test, siemens cannot determine an exact cause of the discordance in results. The most likely cause of the discordance in results is some type of heterophilic and human anti-mouse (hama) interferent present in that patient samples causing depressed anti-tg ab results. The limitations section of the instructions for use states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.11,12 additional information may be required for diagnosis." A product problem was not identified. The customer requires no further support from siemens on this complaint. In section h6, the investigation finding, and investigation conclusion codes were updated.